Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient reports dizziness/is lightheaded and sleepy. They mentioned their ens was loose around their waist and they dropped it in the toilet briefly. Patient was advised to let their healthcare provider (hcp) know. The next day, they thought one of their leads came out. Their spouse stated there is only one wire going into their back now. They report improvement, but also say wearing the belt is a hassle. The patient was advised to let their hcp know, the event was stamped as "sales attention needed," and not resolved at the time of the report. No further patient complications have been reported as a result of this event.